Event description:
It was reported the patient received the following results within 15 minutes: 138 mg/dl, 247 mg/dl, 242 mg/dl and 337 mg/dl. It was reported the patient received the following results within 15 minutes: 516 mg/dl, hi mg/dl (> 600 mg/dl), hi mg/dl (> 600 mg/dl) and 138 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.